Event description:
Caller reported experiencing an error with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and guided the caller through the process, but the patient was unable to complete the reset at that time and plans to call back once they have their charging supplies. No further outcomes were reported.